Event description:
Trackwise ID (B)(6). The hospital reported that during a coronary artery bypass procedure acrobat-I positioner wouldn't lock into place when moving it to the back of the heart. The malfunction happened twice in the same case. A new box was opened to complete the procedure. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/06/2023. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. A mechanical evaluation was conducted. The positioner was attached and locked onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions. Based on the returned condition of the device as well as the evaluation results, the reported failure ¿mechanical problem" was not confirmed. The lot # 3000226531 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.